Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, and added h10. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The provided imagery was reviewed and the following was noted: the delivery system flex tip separated. Separated flex tip observed against thv after flex tip retraction and prior to inflation/thv deployment. Separated flex tip constrains delivery system proximal balloon shoulder during inflation, with proximal constraint eventually overcome and full inflation achieved, with flex tip abruptly migrating aortic and appearing damaged. Abnormal balloon expansion/inflation at the outflow side of the valve. The valve was fully inflated and deployed low toward the ventricle. The flex tip/pusher appeared detached from flex catheter. The second valve deployed without issue, with first valve embolized into ventricle. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The valve embolization was confirmed based on the provided imagery. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. In this case, the separated delivery system flex tip led to constrained inflation of the proximal side of the inflation balloon, leading to deployment of the thv too low (too ventricular). Subsequently, it was reported that during delivery of a second valve, the first (incident) valve embolized into the ventricle. Since the first valve was deployed too low, it is possible that it was inadequately anchored to the native annulus, and that during delivery of the second valve, interaction with the delivery system and/or second valve may have led to embolization of the first valve into the ventricle, as reported and observed. As such, available information suggests procedural factors (separated delivery system flex tip, deployment of thv too low/ventricular, interaction during second thv delivery) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, a system component separation of a commander delivery system flex tip, in addition to inflation difficulties, occurred during a transfemoral transcatheter aortic valve replacement (tavr) procedure, resulting in valve embolization. The patient was prepared and draped for transfemoral tavr per the normal fashion. Based on annulus/CT sizing, a 23mm sapien 3 resilia valve was chosen to treat the patient for severe aortic stenosis. There were no anatomical features (access or cardiac anatomy) that would make the case complicated or challenging. There were no abnormalities observed during unpacking or preparation of the commander delivery system. The 23mm sapien 3 ultra resilia valve was prepared per the instructions for use (IFU) and inserted into the patient's right groin via 14f esheath+. Normal effort was experienced in pushing the valve through the sheath. Valve alignment was performed in a straight segment of the descending aorta without any issue. The valve and delivery system were flexed and traversed across the arch in normal uncomplicated fashion. The valve was advanced across the annulus in normal fashion without any resistance and the pusher was retracted and observed to be proximal to the 3 markers on the delivery system. The valve was between the markers before valve deployment and the pusher was pulled back appropriately. Pacing was initiated and an injection was used to confirm position of the valve per the recommended positioning guidelines. It was observed during deployment that the proximal portion of the balloon/delivery system was not inflating as expected. As the balloon continued to inflate the valve migrated into the left ventricular outflow tract (lvot) due to apparent "watermelon seeding" type action. The valve had a trapezoidal shape after deployment, and it was observed that the distal end piece of the delivery system flex tip was separated from the main portion of the delivery system. Upon review of the films, it appeared that the distal tip of the flex tip separated from the main portion of the catheter and remained in contact with the proximal segment of the valve during the deployment sequence, subsequently causing the valve to migrate. The piece of flex tip also embolized somewhere in the body, with the location currently unknown. There were no difficulties withdrawing the first delivery system through the sheath. The sheath remained in the patient. A second valve was prepared and successfully delivered, but during delivery the first valve (in lvot) fully embolized into the left ventricle but was maintained by the guidewire. There was no difficulty withdrawing the sheath. The patient remained stable throughout and the decision was made to go to the or and go on pump to remove the embolized valve via aortotomy on cardiopulmonary bypass. The patient was able to make it off pump and the embolized valve was removed successfully. The flex tip has not been able to be located yet. The patient remains intubated in the cardiac ICU. Imagery of the first valve deployment was reviewed by edwards lifesciences engineering and the following was noted: separated flex tip observed against thv after flex tip retraction and prior to inflation/valve deployment. Separated flex tip constrains proximal balloon shoulder during inflation, with proximal constraint eventually overcome and full inflation achieved, with the flex tip abruptly migrating aortic and appearing damaged. The valve fully inflated on balloon and deployed low toward ventricular. Imagery of the delivery system device post-procedure shows the flex tip is detached and missing from delivery system, with minimal evidence of the stretching or tearing observed at flex tip to flex shaft bond location.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from the reporter, and voluntary medwatch received. Additional related report number was added to h10. Additional information was added to b5.

Event description:
Per voluntary medwatch, a portion of the flex tip remains in the right iliac artery until further management can be planned. However, according to additional information received from the field clinical specialist, vascular team was consulted but did not feel the need to retrieve the device because there was no compromise to leg circulation. The patient was discharged to rehab after approximately 3 weeks and is doing well.